Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k): k090140. (B)(4). Summary of investigational findings: found sheath penetrated approximately 9.5 cm from proximal end and one primary filter leg severely damaged. Due to marks in sheath material close to penetration, the sheath may have been curved during filter advancement, due to anatomical conditions, thus causing the primary filter legs to scratch the inner lumen of the sheath and finally penetrate it. Unable to determine exact reason for penetration; under normal conditions the sheath is strong enough to accomplish the procedure, but the primary filter legs may be prone to scratch/exceed the sheath wall, if forcefully advanced through a curved sheath. No evidence to suggest that this device was not manufactured according to specifications cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used for ivc filter placement with right jugular vein approach. The introducer sheath was inserted and the filter introducer with the pre-loaded filter was advanced into the sheath. However, it became stuck at 15 cm from distal end of the sheath. Then, the physician attempted to withdraw the introducer system, but failed. As a result, the physician retracted the whole sheath with the introducer system stuck inside. New gunther from their stock was replaced and the procedure was completed with no problem. Patient outcome: there has been no patient¿s outcome reported.